Manufacturer narrative:
The reported events were ¿lead had lost most of slack¿ and unacceptable threshold. A complete lead was returned in one piece for analysis with helix found extended and clogged with blood/tissue. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. X-ray examination found the helix was bent consistent with procedural damage. Unable to perform the helix mechanism test due to the helix being bent, as received. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited a high capture threshold. An x-ray was performed, and it was found that the ra lead had lost most of the slack. The ra lead was explanted and replaced. The patient was in stable condition.